Event description:
The customer reported difficulty with the pump's quick bolus or wake button, which was hard to press and often required several attempts to activate the screen. It was identified that there was no adverse impact on the customer's blood glucose level. The customer decided against additional troubleshooting, which was documented by the support team, and the case was subsequently closed with no further action needed.